Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as a touch contamination (no further details provided). Eight days after onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for peritonitis with vancomycin ip-intraperitoneally (dose and frequency unknown), cefepime ip (dose and frequency unknown), and ceftriaxone ip (dose and frequency unknown. Six days after being admitted to the hospital, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolved and the patient was recovered. At the time of this report, the dianeal therapy was ongoing, however, on an unreported date, the pd therapy was subsequently discontinued due to patient choice and noncompliance. The pt is currently on hemodialysis. No additional information is available at this time.